Manufacturer narrative:
The lead was discarded following the procedure and will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information noted that the lead was dislodged. A revision procedure was performed and the rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that the rv lead remains in service. There is no additional information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that one week post implant this right ventricular (rv) lead exhibited high pacing impedance measurements, no capture and low sensing. A lead dislodgement was suspected. An x-ray planned to be performed. The patient was not pacemaker dependent. No adverse patient effects were reported.